Event description:
Following a heart catheterization procedure in 1997, an angio-seal device was deployed in the right femoral artery. Bleeding at the puncture site occurred, however hemostasis was achieved with manual pressure. At the time of discharge from the hosp on 11/12/1997, the pt complained of numbness in the procedure leg. Over the course of the next two weeks, the pt continued to experience pain and numbness in the right leg. On december 3, 1997 the pt noted that the right foot had lost all color and that the leg pain had increased severely. The pt presented to physician where an examination revealed that femoral, popliteal, and pedal pulses were absent in the right leg. The pt was hospitalized on december 4, 1997, when an arteriogram was performed revealing an occlusion of the common femoral artery. The pt underwent exploratory surgery in 1997 revealing periarterial inflammation and extensive scarring. The pt was scheduled for by-pass surgery to circumvent the angio-seal device. After exploratory surgery, the pt experienced a subsequent infection at the incision site and the by-pass surgery was delayed until 1998. Surgery was performed by utilizing a gore-tex graft to by-pass the angio-seal device. Flow was restored and good pulses were obtained. Mild paresthesia was present at the suture site.